Event description:
The patient reported the pod was placed on their arm and worn for between 49 and 71 hours. The patient removed the pod as the skin was getting itchy and irritated. Upon removal, the pod site on the arm was described as red, and a blister-like bump was forming. The patient further reported there was irritation where the adhesive was placed, and there is now a scar where the cannula had inserted. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.